Event description:
Caller tested 3.4 inr on the coaguchek xs system while a comparison lab returned as 5.8 inr. Caller was admitted to the hospital for 5 days and was treated with an IV (contents unknown) and vitamin k. Caller's coumadin was discontinued based on the lab result. Requested return of suspect system and replacement was sent.